Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Lot number: partial lot number of 8113x61 reported. (B)(4). Lot unknown. Device is an instrument and is not implanted/explanted. Without a valid lot number the device history records review could not be completed. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head and the tip of a reaming shaft on a flexible reamer broke in multiple pieces during a minimally invasive arthroplasty hip procedure completed on (B)(6) 2017. The surgeon was reaming the femoral shaft when the reaming head and reaming shaft broke. It was noted that the shaft tip was broken off and the reaming head shattered. All fragments were retrieved. No additional medical intervention was required. No surgical delay was reported. The procedure was completed successfully with back up devices which were readily available. Patient status is unknown concomitant device reported: flexible reamer (part and lot # unknown, qty 1). This report is for one (1) 5.0mm flexible shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The returned instruments were evaluated at customer quality and the complaint condition was able to be confirmed. The distal tip of the flexible reamer shaft (part 352.040, lot unknown) was returned with the phalanges of the distal tip twisted amongst each other with the most distal portions broken. The deformity does not allow for accurate estimation of the length of the missing pieces. The rest of the device shows considerable wear and the full lot number is unreadable. The broken fragments of the shaft were not returned. The 12.5mm reamer head (part 352.125, lot 16720, mfg 02-apr-2007) was returned with an approximate 19.79mm x 9.71mm chunk broken off from the body of the reamer head. The two fragments did not match up completely together as a small fragment the shape of a semi-circle approximately 4mmx1.5mm was missing from the reamer head. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Replication of the complaint is not applicable as the complaint condition was dimensionally confirmed. This complaint is confirmed. No new malfunctions were identified during the investigation. The 352.040 5.0mm flexible shaft and 352.125 12.5mm medullary reamer head are instruments routinely used in the flexible reamers for intramedullary nails system. Relevant product drawings were reviewed: the design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although a definitive root cause could not be determined, it is likely that high resistance over the course of the reamer¿s lifetime contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Partial lot number of 8113x61 was reported initially. Later on a device history record review identified the lot number 8113661 as the correct lot number for the part 352.040. A device history record (DHR) review was performed. DHR review for 352.040 with lot number 8113661 was performed. This article/ lot number is most likely the correct one combination: manufacturing location: (B)(4), manufacturing date: 25.oct.2012. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation information reported on medwatch report (B)(4) is corrected from "the distal tip of the flexible reamer shaft (part 352.040, lot unknown) was returned" to "the distal tip of the flexible reamer shaft (part 352.040, lot 8113661. Mfg 25-oct-2012) was returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.